Event description:
The customer reported a corneal burn. The incident was noticed at the end of the quadrants removal step, and the burn occurred at a 3mm incision where a 45 degree, 1.1mm tip and blue sleeve were being used. The surgeon stated there was minor anterior chamber variation, which he attributed to insufficient irrigation and hence a "limited cooling capacity." However, he also reported that he used a small quantity of us energy and so doesn't understand why this incident happened. The surgeon's prognosis of the patient was "favorable."

Manufacturer narrative:
No serial number was provided for the system in question, therefore neither the date of manufacture nor a trend review for the particular system could be determined. No sample was returned for evaluation, and the questionnaire was never received from the facility. The root cause could not be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.